Event description:
It was reported that a caller experienced a cracked and shattered touchscreen on an insulin pump, rendering the device unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The pump was not replaced as it was out of warranty, and no further corrective actions were reported.